Event description:
Procedure type: prostectomy. According to the reporter: the device was articulated a few times outside of the cannula. During use of device in the abdominal cavity, black plastic fragments detached from the device. Instrument was extracted with difficulty from the trocar. The plastic fragments are half-moon shaped, between the black shaft and the metallic part of the instrument. One of them, also, broke. It is reported that fragments fell into the cavity. The surgery was ended with a no-single use device.

Manufacturer narrative:
(B)(4).